Event description:
The user facility's perfusionist reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) of perfusion system got wet by solution. The touch screen function of ccm does not work well sometimes. Since the event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.